Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number:(B)(6) the submitted log file and the log file downloaded from the returned controller contained the same data. The log files contained 1 event, which occurred on (B)(6) 2021 at 16:24:15. The event was recorded due to the data logger being on; no alarms were active during the event and the controller was operating the pump at the fixed speed without issue. The log file did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. Although the alarm cannot be observed in the log file, the controller gives a controller fault alarm when in backup mode. The returned controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was no longer in backup mode during testing. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: pin 1 (redundant v+) was missing from the white power cable connector. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also provide guidelines for properly connecting and disconnecting the power cable connectors. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The log file details for the 2018 events were reported in MFR report # 2916596-2021-01053 and 2916596-2021-01041.

Event description:
Related manufacturer¿s report #2916596-2021-00578. It was reported that the patient came to the emergency room (ER) for a continued vad alarm. Patent reported his primary controller (sn (B)(4)) started alarming continuously for few minutes and he swapped his controller to a back up controller (sn (B)(4)). After swapping the controller, the device continued to alarm. In ER it was noticed that the pump was still running but yellow wrench was on and ¿controller fault, call hospital¿ message displayed. Patient controller was swapped to a new controller and alarms stopped; patient vad parameters were within normal range. The log file for the primary controller contained low flow alarms and driveline disconnect alarms on 01nov2018 and then a clock reset due to depletion of the emergency backup battery. The log file for the backup controller only contained a single line of data from 23jan2021. It was noted that the backup controller was left out in the rain and may have water damage.